Event description:
It was reported by a vns patient that she had be resuscitated during she vns surgery because she experienced asystole follow-up to the patient's current treating physician revealed that they had only seen the patient once as a new patient and she provided no report of any issues. Follow-up to the implanting physician revealed that the operative notes, and pre-operative notes, and the notes from the post-op follow-up and stated there was no report of asystole or resuscitation having occurred during the replacement surgery on (B)(6) 2015. Additional relevant information has not been received to-date.

Event description:
A review of the manufacturer's in-house programming data found that device diagnostics were within normal limits.